Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging multiple loss of primes issues. The reporter stated that the patient had a blood glucose (bg) that went up to 500mg/dl with symptoms of polydipsia. The patient did not receive any treatment above and beyond the usual care of diabetes management. This report is made due to the bg excursion the patient experienced due to an alleged loss of prime issue.

Manufacturer narrative:
Follow-up #1: date of submission 3/10/16. Device evaluation: the device has been returned and evaluated by product analysis on 02/25/2016 with the following findings: unable to duplicate the complaint, pump information for the complaint is overwritten. No defect found. The black box starts on (B)(6) 2016. The bb for the prime issue on (B)(6) 2015 has been overwritten due to continued use of the pump. The available black box shows loss of prime warnings associated with cartridge changes; no valid loss of primes were observed. An ezprime and 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed the pump is detecting the correct force. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Removed pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. No evidence of internal moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.